Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the detectors not calibrating. The device was not in clinical use and there was no patient or user harm. The field service engineer (fse) performed analysis and concluded that detectors were not calibrating. The fse explained how to perform calibration on the detectors. Calibration was successfully completed, and the system is functioning properly and has been returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detectors not calibrating. The device was in clinical use and there was no patient or user harm. Additional information received that the detector dropped.